Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 701 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing the pump at time of hospitalization. Customer stated that he got no delivery alarms repeatedly and lost the label and the down key is unresponsive. Customer also stated the drive support cap is flush. The customer was advised to discontinue use of the device and revert to backup plan until the replacement pump arrives. Customer was advised that we are sending out replacement pump.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No unexpected no delivery alarm noted. The insulin pump had intermittent button response on the down arrow button due to flattened dome switch (no crease). During visual inspection, the keypad connector on the lcd/b was found locked properly. Drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, scratched case, dog chew marks on the case, missing address/serial number label, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. Unable to verify damage to the address/serial number label due to missing address/serial number label.